Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level was 450mg/dl. The customer states they have been treating with manual injections. The customer states they had bent cannula. The customer was advised the sets would be replaced.